Event description:
A hospital in (B)(6) reported that a patient was being nebulised with ambisome (amphpterecin b) three to four times a day for 15 minutes at a time in a setup which included an rt019 inspiratory/expiratory filter and an rt340 breathing circuit. After six days of use, the ventilator, a dräger evita 4, alarmed with pressure measurement problems. The customer further reported that the rt019 was found to be blocked and that the patient experienced respiratory and obstructive problems. After removing the rt019 from the expiratory limb, the patient needed a bronchospasm i.v. And nebulisation with pulmicort to clear the obstruction.

Event description:
A hospital in (B)(6) reported that a patient was being nebulised with ambisome (amphotericin b) three to four times a day for 15 minutes at a time in a setup which included an rt019 inspiratory/expiratory filter and an rt340 breathing circuit. After six days of use the ventilator, a dräger evita 4, alarmed with pressure measurement problems. The customer further reported that the rt019 was found to be blocked and that the patient experienced respiratory and obstructive problems. After removing the rt019 from the expiratory limb the patient needed a bronchospasm i.v. And nebulisation with pulmicort to clear the obstruction.

Manufacturer narrative:
(B)(4). Method: the returned complaint rt019 filter was visually inspected. Results: the device itself had no defects or deformities, but the filter material was found to be strongly discoloured and occluded, most likely from the nebulised drugs being administered to the patient. Conclusion: there was no fault found with the filter; it performed as intended by trapping the particulates arising from nebulising of the drugs. From information received from the hospital it appears that the filter had already been in use for six days before the reported incident occurred. Our user instructions which accompany the product state: change filter if noticeable deterioration occurs, following standard hospital procedure. When nebulized drugs are used resistance to flow should be monitored and the product replaced, following standard hospital procedure.

Manufacturer narrative:
(B)(4). The complaint rt019 is en route to the manufacturer. We will provide a follow up report upon completion of our investigation.